Manufacturer narrative:
Concomitant product(s); a 5076-52 lead, implanted: (B)(6) 2005; a 694758 lead, implanted : (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high impedance spikes in the lv1/l2 vector. The lead remains in use .no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.